Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned product found the shrink wrap torn on the top panel and the shrink wrap on the bottom panel shows wear and tear. The outer carton is damaged at all four corners. The outer tyvek is partially removed at the peel corner. The outer cavity is fractured. The inner cavity is compressed at one corner but not fractured. Sterility has not been compromised. DHR was reviewed and no discrepancies were found. The root cause is attributed to transit damage. The likely condition of the product when it left zimmer biomet control were conforming to specifications and is considered to be not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the outer package of an implant was opened and found that the sterile packaging was compromised and open prior to use. The implant was removed from the field and a different device was used to complete the surgery. There was no direct contact or harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.